Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. If explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer account reported that a tecnis itec preloaded monofocal intraocular lens (iol) was stuck in the cartridge/inserter. There was patient contact with the lens. There is no indication of surgical intervention or harm to the patient. No further information provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. As per document attached to the complaint folder the product was discarded at customer facilities. Therefore, reported issue could not be verified and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional complaint was received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.